Event description:
Information was received that this smiths medical cadd solis vip pump "keeps shutting off". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing (ran the pump with standard batteries and ac power for 3 hours each) were performed. During investigation the power down issue was not duplicated with batteries or ac power. Investigator's suspected the radio module was defective. According to the investigation, no problem found, but standard preventive maintenance was performed to correct the reported problem.